Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with angina and the procedure was to treat a de novo lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. The 2.75x23mm xience alpine stent delivery system (sds) was used and implanted, however, post deployment, an edge dissection was noted. Another xience alpine stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.